Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via (B)(4) that an ar-3610pk-3 fibertak, percutaneous insertion kit, had the drill break when in use in the patient. They were not able to remove the broken piece from the patient. This was discovered during a procedure. Additional information was received on 01/21/2025: the case was completed using a disposable flexible 1.8 drill. The technique was not changed, and there was no unplanned incision due to the issue. There was no case delay reported, and no additional anesthesia was administered to the patient. There is no revision surgery to remove the broken fragment from the patient scheduled. No medical intervention was required. It is unknown if the patient is experiencing a reduced quality of life due to the deviation. This occurred during a labral repair procedure on (B)(6) 2025.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded that the most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion. The complaint allegation was not confirmed, and no evidence of the failure was received.